Event description:
The user facility reported a 62-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the sterile sleeve was pulled out of the back lock. Chlora prep was used to clean the catheter and tegaderm was placed around the sleeve for reinforcement. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue for the sterile sleeve has been completed. The pump was returned for evaluation. The pump was visually inspected and no physical abnormalities or damages observed. The sterile sleeve looked to be good and intact without any ripping/tearing of the sleeve. No other issues were found. The cause of the sterile sleeve damage issue was use related with no issue observed during field investigation. Added- d9 device return date, h6 impact code 4641.